Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error (e216 display). The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Additionally, the evaluation revealed the presence of foreign material, and the image wasn't displayed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.